Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this recently implanted pacemaker's implant sutures had come out and there was concern of infection. A pocket revision procedure took place to wash out the pocket and antibiotics were administered. While the pocket was open, it was noted that there was an abandoned lead that was cut and floating freely in the superior vena cava. It was noted that the entire lead was covered in endothelial tissue. After reconnecting the leads, the system exhibited pacing inhibition on both the right atrial (ra) and right ventricular (rv) channels. The patient is pacer dependent and the pacing inhibition was causing the patient to be symptomatic. Pacing threshold measurements and pacing impedance measurements were all stable and within range. Boston scientific technical services discussed possible sources as well as evaluating the system with x-rays and isometrics. The physician chose to program the system doo and to check the system after a few days. No additional adverse patient effects were reported.